Manufacturer narrative:
(B)(4). H6: after several requests, the device was not received for analysis.

Event description:
It was reported that during a right vats lower lobe procedure, the endocutter was fired across the bronchus; everything was fine during the case. The surgeon noticed just before closing that the staple line had opened up. There was no noise heard or issue with the device while using it. Some of the staples were malformed. Afterward the surgeon used a stapler but it did not completely close the bronchus. The remaining opening on the bronchus was closed with sutures. The surgeon did three leak tests and the staples line was found secure. The procedure was completed with no patient impact.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information received on (B)(4) 2010: per the surgeon, the patient went home and is doing fine. The patient was discharged post-op day 4. The hospital stay was not an extended or unexpected longer stay.